Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately 46 months ago. The aortic neck was angulated at 45 degrees. During the implant, a bifurcated stent graft (MDR #2953200-2009-00393) was deployed; however, due to the angulated aortic neck, the device slipped down, resulting a type I proximal endoleak. The physician elected to implant two aneurx aortic cuffs in order to successfully treat the endoleak. Approximately 10 months post-implant, a type iii endoleak (component separation) was noted between the bifurcated stent graft and the proximal aortic cuff (MDR#2953200-2009-00394). The physician elected to implant another aneurx aortic cuff to treat the endoleak caused by the component separation, with successful results. A CT acquired approximately one month ago revealed a proximal type iii separation between the bifurcated stent graft and the aortic cuff (MDR# 2953200-2009-00395) implanted in the intervention for the previous type iii endoleak. No migration was evident, and the aneurysm had grown from 6 cm to 8 cm in diameter. Complete occlusion of the contralateral limb (MDR# 2953200-2009-00396) and partial occlusion of the ipsilateral limb of the stent graft were also noted. The component separation was attributed to the aortic angulation and disease progression/aneurysm growth. The physician elected to surgically convert the pt and explant two of the aortic cuffs. A complication of hemorrhagic bleeding with 14 l of blood loss was reported during the procedure. It was reported that the pt expired the day after the surgical conversion, and no additional info has been provided.

Manufacturer narrative:
Eval codes, results: (death, endoleak, arterial and venous occlusion). (Aortic angulation and aneurysm growth). Conclusion: (aortic angulation and aneurysm growth).